Event description:
A hospital in a foreign country, reported to a fisher & paykel healthcare (fph) field rep that the repetitive use of bc4540 nasal prongs had caused an ulcer of the nasal columella. This event occurred during use of a patient. It was also reported that the nasal prongs had been destroyed at the hospital.

Manufacturer narrative:
The bc4540 pt interface nasal prongs 4540 had been destroyed at the hospital. We are currently in the process of obtaining further info from the hospital in order to assist us with the analysis and identification of a possible root cause of the event as reported. We are still gathering pertinent info at this stage of our investigation. We will provide a f/u report once we receive further info from the hospital and have completed our analysis.